Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported suture detachment could not be determined. The reported treatment appears to be related to procedural circumstances. Although a conclusive cause for the reported suture detachment could not be determined, the treatment appears to be related to procedural circumstances and there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that prior to an endoluminal graft repair of an abdominal aortic aneurysm (aaa) procedure, suture placement was achieved in the left common femoral artery with two proglide devices using the preclose technique. The arteriotomy was 6f. The sheath was upsized to 18f for the endoluminal graft procedure and was completed. Reportedly, during knot advancement a suture break occurred with one of the proglide devices. Hemostasis was achieved with one successfully pre-placed proglide suture and a hemostatic patch. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.